Event description:
Data presented by dr. (B)(6) in a conference presentation indicated that 6 itotal patients required manipulation under anesthesia to improve post-operative range of motion. One manipulation was unsuccessful and the patient was scheduled for revision for arthrofibrosis.

Manufacturer narrative:
Serial number and device model information was not available. Investigation specific to the affected patients and devices could not be conducted.